Event description:
It was reported that the device was not working during surgery and the technique required to be changed because there was no back up device. The patients current state of health is unknown as well as any delay related with the event.